Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the cause of the bvvi was determined to be a power-on reset (por) that occurred during delivery of vf therapy shock after inducing the patient with dc fibber. When the device was tested, no anomaly was detected. The device met all specifications. The cause of the por was not conclusively determined. It is suspected that the device delivered the second hv therapy at the same. Time as an external rescue shock was delivered to the patient. Since the two shocks were only a second apart during the first induction.

Event description:
After the implant procedure, the device entered in backup vvi mode at the end of the induction test. It was noted that an external defibrillator was used during the test. The device was later explanted.